Event description:
It was reported that the pt diagnosed with flat back syndrome underwent surgery for l2 osteotomy and t10-l5 posterior spinal fusion. Approx 6 months post-op, the pt underwent a revision surgery to remove and replace a fractured rod on the left side of the construct.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.